Event description:
Caller states the patient tested >8.0 inr on the coaguchek test system and 5.34 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 450a-h2, exp 05/31/2008, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.